Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and intermittent capture. It was noted that the rv lead was placed in the main body of the coronary sinus by the implanting physician and not in the right ventricular septum as is typical. The rv pace/sense portion was programmed off and the device was programmed to rv only pace. The rv pace/sense portion was later disconnected from the device and capped and replaced with an epicardial lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2q1 crt-d implanted: (B)(6) 2023, 459888 lead. Implanted: (B)(6) 2023, pb1018 valve implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.